Event description:
It was reported that after provisional tightening, dr decided to revise the screw position at which point the screw head was locked at an angle. After trying to free the head position, the head popped off. On another screw he was final tightening and the head popped off. Head still attached to rod.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.